Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the product was unable to be used due to cutting failure of the probe. The condition of actuation and aspiration is unknown. The problem was resolved and the surgery was completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 30 degrees. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed conforming. Cut testing performed and deemed nonconforming. The cut was choppy. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter was severely bent. There were slight wear marks at the bend area and gouge marks at the front of the inner cutter. The actuation was retested after the disassembly and the test was deemed conforming. The complaint evaluation does confirm that the probe had an actuation and cut problem, which can be attributed to the customer¿s reported event. The root cause for the reported event can be attributed to the bent needle and inner cutter. It is not known how the needle actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).